Event description:
For (B)(4), it was reported that 49 batteries were not operating correctly. For battery sn (B)(4) description was that the battery ran the system for only a short time. No adverse event reported.

Manufacturer narrative:
Battery sn (B)(4) was not returned, but test data was provided. This battery was test cycled as required and based on the data provided, it met performance criteria. However, it is possible that daily battery swaps were not performed, and/or battery was not fully charged before deployment. This can cause the battery to not operate correctly. No adverse event reported.